Event description:
It was reported that the device was used during a subtotal gastrectomy and low anterior resection procedure. During the procedure, the surgeon checked the anastomosis and everything was fine. The donuts were complete and negative for leaks. Two days post operatively, the patient had a leak in the colorectal anastomosis. During the reoperation, the surgeon noted that the tissue was perfused with good irrigation and tension free colon but the staples were opened completely. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). Information unavailable.